Manufacturer narrative:
(B)(4) aspiration probe. The customer stated that the samples run following the wbc result of 8 k/ul generated wbc count rate violations. The customer stopped using the instrument and observed that the aspiration probe appeared to be hitting the side of the wbc diluent cup and wbc diluent was not draining. The customer technical advocate (cta) instructed the customer to replace the aspiration probe and flush specific pathways. After replacing the sample aspiration probe and flushing the recommended pathways, the issue was resolved. The aspiration probe was no longer hitting the wbc diluent cup and the wbc diluent cup was draining properly. Quality controls were performing within specifications. No further investigation was required. The cell-dyn sapphire system operator's manual, list number 08h10-01, revision d, provides guidelines on troubleshooting data-related problem, identifying the problem source, probable cause, and the recommended corrective action. Service and maintenance, recommended service and maintenance schedule, notes that replacement of the aspiration probe should be performed at least every 360 autoclean cycles. Each laboratory should determine its replacement schedule based on the estimated average number of autoclean cycles run per day. Instructions for aspiration probe replacement are also provided. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(6) 2009 through (B)(6) 2009. No nst was identified. Based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to discrepant wbc results. There was no systematic issue with the cell-dyn sapphire product line. This is the final report.

Event description:
The customer stated a microtainer sample generated a wbc result of 16 k/ul with a band flag. The sample was retested on the cell-dyn sapphire yielding a wbc result of 8 k/ul with no flags. Upon slide review, the wbc estimate confirmed the original result of 16 k/ul was correct. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.